Event description:
It was reported that the insulin pump was stuck in the rewind process and the customer was unable to complete the procedure. The blood glucose reading was 300 mg/dl, which was treated with a manual injection. The customer stated that he was stuck in the rewind complete and bolus delivery loop. Upon troubleshooting, it was deemed that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.